Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an episode of ventricular tachycardia (vt) noted due to noise resulting in oversensing on the right ventricular (rv) lead. Insulation damage was alleged to be the cause of the noise, however no diagnostic imaging was performed. No intervention has been taken, and the patient was stable with no consequences.